Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported compact plus system blood glucose results. All mg/dl: (B)(6) 2013 17:17 106, (B)(6) 2013 17:16 146, (B)(6) 2013 17:14 81, (B)(6) 2013 17:13 447, (B)(6) 2012 8:11 114, (B)(6) 2012 8:08 94, (B)(6) 2012 8:06 289, (B)(6) 2012 22:26 104, (B)(6) 2012 22:24 204, (B)(6) 2011 14:38 114, (B)(6) 2011 14:35 234. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.